Event description:
The tack endovascular system (tes) was used in a peripheral procedure. During an early reintervention of a cli case (approx. 1 week later), a previously implanted tack was displaced while crossing through the tack with other devices. A stent was used to jail the tack in place to correct the displacement. No patient injury reported. This adverse event and product problem is being submitted because the tack displaced, resulting in additional intervention.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Block b3/d6a/d10: the date of event was not provided, thus 01-jan-2024 was listed. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. Block d4/g4/h4: the lot number was not provided, thus the following information are unknown: brand name, model number, catalog number, unique ID, expiration date, manufacture date, and PMA number. Block h3/h6: the tack device was not returned, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.